Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplement report is being submitted to amend the investigation included in the initial MDR, the initial report incorrect included the preliminary investigation. The investigation has not been concluded as of yet, a supplement report will be submitted to include the investigation conclusions.

Manufacturer narrative:
G imdrf code: g04092 - needle. The echo-19 device of lot number c1726546 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. The devices related to this occurrence underwent a laboratory evaluation on the 17th december 2020. In summary the following results were observed in the lab evaluation: sheath extender advances and retracts without issue. Needle able to advance and retracts without issue. Stylet removed and needle observed broken distally, approximately 5cm from needle tip. From additional information provided: how the stylet was positioned? Stylet is inside needle was the stylet partially removed when advancing the needle into the target site? No. At what point in the procedure the needle broke? During biopsy (puncturing). Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1726546 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1726546. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use", ¿step 6. Advance needle into lesion. Step 7. Remove stylet from needle by gently pulling back on plastic hub seated in metal fitting of needle handle. Preserve stylet for use if additional cell collection is desired." There is no evidence to suggest that the customer did not follow the instructions for use, as per additional information provided the stylet was not partially removed when advancing into the target site as required was not exposed and the blunt stylet tip was. However current IFU does not instruct this, ncr is currently in progress with an action to update the IFU to add this detail. A notification was sent to the product manager to consider retraining at the facility a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion that may have led to needle bent and subsequently resulting in the needle breakage. As per complaint description "user retracted the device from patient and found out the needle bent and nearly broken." And from additional information provided the needle broke during biopsy (puncturing). Additionally potential root cause could be related to the fact that the stylet was fully in place when advancing into the target site so the sharpened distal needle tip as required was not exposed and the blunt stylet tip was. It may be noted that current IFU does not instruct this, however ncr is currently in progress and will document all necessary action required. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
Device evaluation: the echo-19 device of lot number c1726546 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the devices related to this occurrence underwent a laboratory evaluation on the 17th december 2020. In summary the following results were observed in the lab evaluation: sheath extender advances and retracts without issue. Needle able to advance and retracts without issue. Stylet removed and needle observed broken distally, approximately 5cm from needle tip. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1726546 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1726546. The notes section of the instructions for use, ifu0101-1, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use, root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion that may have led to needle bent and subsequently resulting in the needle breakage. As per complaint description "user retracted the device from patient and found out the needle bent and nearly broken." Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User took echo-19 to carry out the stomach biopsy. The first biopsy was completed successfully. The second biopsy user found out the advancement difficulty of stylet. User retracted the device from patient and found out the needle bent and nearly broken. User then changed another same device to complete the procedure. Device was evaluated on the 17-dec-2020: distal needle break observed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."